Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set was leaking from its site. No further information was available.

Manufacturer narrative:
(B)(6).